Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on device investigation results and in-situ measurements, the reported decrease in performance associated with uncomfortable sensations at the implant site, was most likely due to new bone growth over the reference electrode. In addition, the reported tinnitus is likely due to device unrelated clinical reasons, considering the delayed onset and the fact that it was present also when the processor was not in use and is still present after reimplantation. Damages found during investigation are most likely due to the explantation surgery. This is a final report.

Event description:
The recipient_s ability to understand speech with the device has decreased progressively with reports of paresthesia sensations at the site of the implant and tinnitus, which occurred also when the processor was not in use. Additionally, occasional vertigo has been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's ability to understand speech with the device has decreased progressively. She reports parathesia sensations at the site of the implant, also she has tinnitus.

Manufacturer narrative:
Correction: the initial report indicated the incorrect product type.

Event description:
Initial report regarding this event erroneously stated the product type as c40+. The device is question is a implant pulsarci100 standard.